Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm tenaculum forceps instrument associated with the customer-reported complaint. The instrument was analyzed and was found to have a broken distal pitch cable at the clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing-induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
It was reported that during central processing, the 8mm tenaculum forceps instrument tip had a frayed wire. There was no report of patient involvement.